Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the rca. The cec adjudicated that patient suffered a non q-wave mi 3rd udmi peri-pci of the rca 1 day post procedure.